Manufacturer narrative:
Race: white and ethnicity: not hispanic/latino. The customer¿s report of an incident involving unregulated flow of medication was not confirmed during testing or during a review of the logs. Log analysis results identified the reported infusion starting at 12:20 pm instead of the alleged time of 2:30 pm on 03 jun 2019. The rate was set as reported (75 ml/h) and the total volume infused was recorded as 125.803mls. Test results confirmed the unit passing a timed rate accuracy test utilizing customer¿s returned pcu with the returned incident administration set at the incident rate. Results confirmed the device is in specification and operating as intended. Test results from the silicone segment analysis confirmed that the set is in specification. Test results from the silicone segment analysis confirmed the set is in specification. The root cause of the reported infusion involving unregulated flow was not definitively identified.

Event description:
It was reported that at 1423 a d5 1/2ns with potassium 20meq/1000ml primary infusion was programmed on the pump module to infuse at 75ml/hr. The healthcare worker returned to the bedside and noted that 900ml had infused. The pump module was paused, the rate and volume that should have infused was verified with a second nurse; and it was noted that the fluid was free flowing in the drip chamber. The IV was discontinued. Although the customer stated that there was no patient harm, the received medwatch report states that the patient experienced pvc's with runs of ventricular-tachycardia prior to the event and after the event. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "normal saline with kc1 20 meq new bag infusion started 1423 dose 75 ml/hr rate 75 ml/hr route intravenous. At 1430 nurse contact with patient to reassess pain noted that patient's infusing IV fluids were set at 75ml/hr but were infusing much faster with ~ 800 ml of fluids infused at this point pump checked and per reading ~ 156mls. Tvi drips stopped second rn to bedside and verified gtts were programed as ordered and noted that m grip chamber fluid was free flowing vss, bs clear pump taken down, IV sets, pump and channels given to management. Provider called and informed of incident will continue to monitor." An incomplete date of event of xx-jun-2019 was provided.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that at 1223 a d5 1/2ns with potassium 20meq infusion was programmed on the pump module to infuse at 75ml/hr. The healthcare worker returned to the bedside and noted that 900ml had infused. The pump module was paused, the rate and volume that should have infused was verified with a second nurse; and it was noted that the fluid was free flowing in the drip chamber. The IV was discontinued. The customer states that there was no patient harm.